Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited battery depleted alarm and had screen damage. No patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with lens scratches and nub worn. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "battery depleted" was able to be duplicated. During investigation the pump was power up and displayed lec 1871. Simulated use testing was able to download event log and able read out the pump error log but unable to run the pump. The event log verifies that the event occurred (several 1871 alarms recorded). According to the investigation, the 1871 error code is motor_timeout2. During further investigation, the pump was opened and found the motor locked. Service replace the motor and lens to correct the reported problem. The problem source of the reported problem is unknown.